Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image occurred a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of plug unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported a b30 scope communication error during inspection for use involving an olympus colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.